Event description:
Medical staff reported a right side extracapsular rupture and capsular contracture baker grade 2. Capsulectomy and replacement of the device performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side extracapsular rupture and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, red particles material was found on the shell/gel and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. One sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.